Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.